Event description:
Patient with history of copd(chronic obstructive pulmonary disease) and subpleural blebs developed l lung spontaneous pneumothorax after emst (expiratory muscle strength training) 150 by aspire. This occurs with increasing expiratory pressure. Impression: small to moderate pneumothorax at the left lung base, at the left costophrenic angle anteriorly. No documented previous pneumothorax compared to CT on (B)(6) 2024. The finding of pneumothorax was previously conveyed on CT abdomen and pelvis report. Additional very thin, trace, pneumothorax at the left lung apex. No evidence of mediastinal shift. Emphysema. There is an 8mm nodule versus fissural lymph node in the anterior left lobe which is stable dating back to (B)(6) 2024, but newly appreciated from (B)(6) 2023. Recommend continued imaging surveillance in 6-12 months. Treatment/therapy dates: start (B)(6) 2024, stop (B)(6) 2024. Sku: (B)(4).